Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2013. The patient reported has lost vision due to the development of a cataract. The facility reported the cataract was noted on (B)(6) 2013 and it was an anterior cortical cataract. The facility reported they believed the icl touched the natural lens. The lens remains implanted and the patient is being monitored. The patients best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found pieces of one haptic torn off and missing. The lens was returned in liquid. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - review the complaint file indicates the patient developed cataract ou (anterior cortical cataract) following icl implantation. The icl lens and cataract were removed and iol was implanted at one year after the diagnosis of cataract. The bcva after iol were 20/30 od, 20/20 os. Yag laser capsulotomy od was scheduled and no other complications were reported. The patient was already 48 years old when the icls were implanted, which was off label use of the device according to the dfu (21-45 years of age). There is no clinical data support the efficacy and safety of off label use of the device. This information has been communicated to the surgeon in case of severe deterioration of patient health. Even though the position of icl lens contributes to the development of cataract, cortical cataract is a common type of senile cataract that aging is a main contributing factor. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient developed a cataract following icl implantation last year. Lens remains implanted and patient is under observation (bcva was 20/20). According to the dcr, previously received, the type of cataract was anterior cortical and was device related ("the icl touch the natural lens"). Even though the cataract was attributed to the device it should be noted that anterior cortical cataract is age related and opacities start as vacuoles and clefts between the lens fibers. The device causality is based on the information that at the time of the icl implantation the patient was (B)(6) and the visian icl is indicated for adults 21-45 years of age, therefore there is no sufficient data to support implantation in such patients. This correlates with the literature report that 6-7% of patients develop a cataract following icl implantation but only 1-2% progress to clinically significant cataract, especially high myopes and older patients. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the lens was explanted on (B)(6) 2014. The cataract was removed and an iol was implanted. The patient's post-op va was 20/30.

Manufacturer narrative:
(B)(4) - cataract, induced; vision, loss of. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).